Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not cycling properly. A revision surgery was performed, during which the pump was removed and replaced with a tenacio one. There were no patient complications reported.